Event description:
The customer contacted baxter (B)(4) technical services to report a clearlink system continu-flo solution set that was "leaking at the junction where the male luer lock is connected to the (B)(4) tubing" and "the leak was at the junction where the luer lock meets the soft tubing." The process step was identified to be during infusion. There was patient involvement, however, no patient injury was reported and medical intervention was unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4).